Event description:
According to the reporter, during a laparoscopic radical surgery for gastric cancer, the device had poor staple formation and the distal staple line was incomplete when being applied on the stomach. The physician used a hand stitch technique to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.